Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
Customer reported a false positive result on the realtime sars cov-2 assay. A sample initially tested positive on the realtime sars-cov-2 assay. It was retested on cepheid and generated negative results. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in france using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
B5 updated to indicate, customer stated that the questioned results generated a detected result but disagreed on the cycle number reported between the abbott realtime sars cov-2 assay and the cepheid assay. Investigation into this complaint includes a customer data review. Investigation is summarized as follows: customer data review: the reported discrepant results for this ticket received a positive result while using the abbott realtime sars-cov-2 assay. Per the ticket text, the samples were re-tested using the cepheid platform and the positive results were confirmed. Molecular application specialist (mas) explained to customer that the difference in cycle threshold (CT) is likely due to the difference in assay design. Customer agreed but wanted the explanation in writing. There is no indication that abbott realtime sars-cov-2 amplification reagent kit (list 09n77-90) lot 510572 and the assay software are performing outside of specifications as no true discrepant results were reported. Device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 510572 (including the components) was not performed as no true discrepant results were reported. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 510572 (including the components) was not performed as no true discrepant results were reported. Complaint history review: a lot specific complaint review was not performed as no true discrepant results were reported. Based on the results of the investigation elements and review of the ticket, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 510572 was not identified. The three results identified were positive for both abbott realtime and cepheid; therefore this event is no longer considered a reportable event.

Event description:
Customer stated that the questioned results generated a detected result but disagreed on the cycle number reported between the abbott realtime sars cov-2 assay and the cepheid assay.